Event description:
During follow-up, high capture threshold and p wave amplitude variation were observed on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed that the ra lead was dislodged. The ra lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.